Manufacturer narrative:
Additional information: h6-device evaluation: lens returned in a mirco-centrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.0/1.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020 and removed within the same surgery due to excessive vault. On (B)(6) 2020 a replacement lens of shorter length was implanted and the problem resolved.